Event description:
Customer reported that she was hospitalized with high blood glucose levels. Unable to complete troubleshooting as insulin did not exit during fixed prime of 3u. Advised customer to send pump back to minimed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.